Event description:
I had a subcutaneous mastectomy on (B)(6) 2020 with closure of the wounds with 2-octyl cyanoacrylate topical skin adhesive dennabond prineo. I developed a papular, erythematous, pruritic rash that involved the entire extent of the wound. Because of persistent pruritus and resultant itching and scratching, I displaced the right nipple graft on postoperative day 12 ( (B)(6) 2020). The right nipple was sutured to the wound by my surgeon on (B)(6) 2020, the day of the event, with preservation of vascular supply. The wounds healed well with no further complications.